Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 24-jan-2012, UDI#: (B)(4). Please reference reg report # 3004209178-2019-11764 for the related ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There were high impedances on 2, 5, and 15. The rep programmed around which resolved the issue. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received from a manufacturer representative (rep) on 2019-jul-01. The cause of the high impedances was not determined. The event context began pre-op the day of surgery. It was unknown when the patient first noticed the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated. Additional information was received from a manufacturer representative (rep) on 2019-jul-22. The high impedances was noticed with the old and new ins. The high impedances were caused by the lead. No further complications were reported/are anticipated.

Manufacturer narrative:
Please reference reg report # 3004209178-2019-11764 for the related ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-aug-08. The replacement is scheduled for (B)(6) 2019 which conflicts with previously reported information. Follow up is being conducted to confirm. The ins was replaced due to normal battery depletion. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on august 28, 2019. They confirmed that the ins was replaced on (B)(6) 2019, and it would not be returned since the physician did not request it to be returned. No further complications were reported or anticipated.